Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon initial deployment, the valve dislodged and was recaptured. On a second attempt at deployment, the valve position was noted to be too shallow at a depth of approximately 0 mm. The valve was recaptured a second time. On a third deployment attempt, the valve marker was located at the bottom of both the non-coronary cusp and left coronary cusp. Per the physician, the deployment position was good, and the valve was fully released. No atrio-ventricular block was identified, but a "small" amount of paravalvular leak was noted following valve placement. Upon withdrawal of the delivery catheter system (dcs), the tip of the 18 fr introducer sheath near the abdomen became caught around the catheter. Due to resistance, the dcs could not be withdrawn. Nose cone "overcapture" was suspected. The handle was turned in the deployment direction, but the dcs still could not be withdrawn. Subsequently, the nose cone and capsule were set to the same position as they were when the valve was fully released. In this position, the dcs could be retracted into the introducer sheath and withdrawn from the patient. Following withdrawal, a piece of tissue was discovered on the top of the dcs capsule which had been obstructing the docking. Per the physician, it is thought that calcification in the access route became caught on the nose cone as it was withdrawn or that a part of a valve leaflet became caught during recapture. Additionally, it is thought that the tissue likely contribute d to the resistance as the dcs was pulled through the introducer sheath. No dissection was observed, no abnormalities were revealed on a transesophageal echocardiogram, and the patient was hemodynamically stable following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; product ID l-evolutfx-2329 (lot: 0012164307); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon initial deployment, the valve dislodged and was recaptured. On a second attempt at deployment, the valve position was noted to be too shallow at a depth of approximately 0 mm. The valve was recaptured a second time. On a third deployment attempt, the valve marker was located at the bottom of both the non-coronary cusp and left coronary cusp. Per the physician, the deployment position was good, and the valve was fully released. No atrio-ventricular block was identified, but a "small" amount of paravalvular leak was noted following valve placement. Upon withdrawal of the delivery catheter system (dcs), the tip of the 18 fr introducer sheath near the abdomen became caught around the catheter. Due to resistance, the dcs could not be withdrawn. Nose cone "overcapture" was suspected. The handle was turned in the deployment direction, but the dcs still could not be withdrawn. Subsequently, the nose cone and capsule were set to the same position as they were when the valve was fully released. In this position, the dcs could be retracted into the introducer sheath and withdrawn from the patient. Following withdrawal, a piece of tissue was discovered on the top of the dcs capsule which had been obstructing the docking. Per the physician, it is thought that calcification in the access route became caught on the nose cone as it was withdrawn or that a part of a valve leaflet became caught during recapture. Additionally, it is thought that the tissue likely contributed to the resistance as the dcs was pulled through the introducer sheath. No dissection was observed, no abnormalities were revealed on a transesophageal echocardiogram, and the patient was hemodynamically stable following the procedure. No additional adverse patient effects were reported. Additional information was received which clarified "overcapture" as when recapturing, the capsule will exceed its fixed position.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.